Event description:
It was reported that alarms did not sound at times, which was noted by the customer in an open text survey response. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.